Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to loose protruded drive support disk. Unable to perform unexpected restart error test, prime test, excessive no delivery test and occlusion test due to motor error alarm. The insulin pump was received with normal operating current and passed self-test and off no power test. The insulin pump passed the displacement test. No unexpected motion sensor test failure alarm anomalies noted. No unexpected u100 anomalies noted. The motor was tested outside of the device and passed. Unable to verify motor position encoder error alarm in the alarm history due to history file overwritten with displayable history crc check failed alarms due to a corrupted history file. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm and a compromised force sensor system alarm. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was around 300 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.